Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn leaked. The following information was provided by the initial reporter: on 11/24/2023 at 12:00 a.m. A closed IV indwelling needle was used for anti-infective and rehydration therapy, and a needle leak occurred after treatment; a new indwelling needle was given to replace the needle with a new one and no leak occurred.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the customer reported in error, and the product is a non-bd product. This MDR will be voided.

Event description:
After further confirming with customer, the customer reported in error, and the product is a non-bd product.